Event description:
It was reported that tip break occurred. The target lesion was located in the radial arteriovenous fistula. An angiojet avx catheter was selected for use in a thrombectomy procedure. During the procedure, it was noted that catheter in-flow hole is torn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.